Event description:
It was reported that this implantable defibrillator exhibited high out-of-range impedance measurements on this right atrial (ra) lead since 2017. Possible electromagnetic interference (emi) was suspected to be the cause. Reprogramming efforts were performed and the plan is continuing to be monitored. Currently, this product remains in service and no adverse patient effects are reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).